Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on the (B)(6) 2016. There was no report any injury or medical intervention. No additional event or patient information is available. It was reported that the patient had taken the transmitter off prior to removing the sensor pod from the body. It should be noted that the dexcom g5 mobile continuous glucose monitoring system user's guide states: do not remove the transmitter while the sensor pod is still attached to the body.